Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubex was frozen when accessing drawer. A field service engineer (fse) troubleshot the issue with drawer 3 and found the solenoid was not plugged into the board, reconnected it, and tested the drawer, verifying proper operation. Network speed was adjusted, and cubex was engaged to dial in and test the drawer in the application, confirming everything was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubex was frozen when accessing drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.